Manufacturer narrative:
Updated: d4, h4, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, following completion of the procedure, hypotension and hemorrhagic shock were noted. Subsequently, a hemorrhage from the left inferior epigastric artery was observed. An emergency interventional radiology was performed. N-butyl cyanoacrylate was injected into the inferior epigastric artery trunk proximal to the bleeding site, and the procedure was completed after hemostasis was confirmed. 14 units of blood were transfused.

Event description:
It was reported that on the same day as the implant of this transcatheter bioprosthetic valve, following completion of the procedure , hypotension and hemorrhagic shock were noted. Subsequently, a hemorrhage from the left inferior epigastric artery was observed. An emergency interventional radiology was performed. N-butyl cyanoacrylate was injected into the inferior epigastric artery trunk proximal to the bleeding site, and the procedure was completed after hemostasis was confirmed. 14 units of blood were transfused.

Manufacturer narrative:
Updated data: b6. Laboratory data corrected data: d. Suspect medical device: manufacturer name, address, full UDI #. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.